Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a 40-year-old female patient who had essure (batch no. B66023, cs0003r) inserted for female sterilization. Other product or product use issues identified: device ineffective "failure to occlude" on (B)(6) 2015 and medical device monitoring error "ablation and essure insertion was performed on the same day". The patient's concurrent conditions included uterine enlargement, uterine adhesions and menorrhagia. Concomitant products included salbutamol (albuterol) for asthma, metformin since (B)(6) 2014 for diabetes, lisinopril and valsartan for hypertension and levothyroxine sodium (synthroid) since (B)(6) 2014 for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015 underwent hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: on (B)(6) 2014, essure fired in right tube with 4 coils extending from tube. Then is was fired in left tube with 1 coil. Following ablation, the device was moved, the right coil was noted to be pulled out within the netting of the novasure. Therefore, a second essure device on the right side was fired with good results with 2 coils extruding from the tube. Diagnostic results: on (B)(6) 2015, left fallopian tube, segmental excision and excision of essure coil: uterine tube with no specific pathologic findings. Essure coil identified. Right fallopian tube along with essure coil, segmental excision: portion of uterine tube with no specific pathologic findings. Essure coil identified. ¿left tube with essure coil¿. Extending from the lumen is a coiled piece of wire. The coil extends approximately half-way into the tube lumen. ¿right tube with essure coil¿. A separate coiled segment of wire measures 3.8cm length by 0.3cm diameter. Most recent follow-up information incorporated above includes: on 13-jun-2018: lot number added. New event added- failure to occlude and ablation and essure insertion was performed on the same day. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and pregnancy with contraceptive device ("patient currently pregnant") in a 39-year-old female patient who had essure (batch no: b66023, cs0003r) inserted for female sterilization. Other product or product use issues identified: device ineffective "failure to occlude" on (B)(6) 2015 and medical device monitoring error "ablation and essure insertion was performed on the same day". The patient's medical history included multigravida (.), parity 4 (on (B)(6) 2002, on (B)(6) 2004, 2000, on (B)(6) 2013 (twins), cesarean section, adenoidectomy and tonsillectomy. Concurrent conditions included uterine enlargement, uterine adhesions, menorrhagia, uterine enlargement, endometrial polyp, asthma, hypothyroidism, hyperplasia, d & c, menometrorrhagia and anesthesia. Concomitant products included salbutamol (albuterol) for asthma, metformin since march 2014 for diabetes, lisinopril and valsartan for hypertension and levothyroxine sodium (synthroid) since march 2014 for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 month 9 days after insertion of essure. The patient was treated with surgery (on (B)(6) 2015 underwent hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was unknown to the reporter. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2014, essure fired in right tube with 4 coils extending from tube. Then is was fired in left tube with 1 coil. Following ablation, the device was moved, the right coil was noted to be pulled out within the netting of the novasure. Therefore, a second essure device on the right side was fired with good results with 2 coils extruding from the tube. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: satisfactory positioning of the essure micro inserts; however, contrast is seen distal to the left essure micro insert. The left fallopian tube, therefore, has not shown complete fibrosis. The patient is aware that the left tube remains patent. Consider repeat examination in three months' time. The right fallopian tube shows no evidence of free intraperitoneal spill.; on (B)(6) 2014: failure to occlude (close) fallopian tubes (per pfs). Pathology test: on (B)(6) 2014: impression: satisfactory positioning of the essure devices; however, contrast is still seen extending distal to the left essure and there is spillage on the left. Contrast does not pass the right essure. Contour the uterine cavity is irregular, and not well visualized on today's exam than on prior. Although the patient has history of endometrial ablation consider further evaluation with sonohysterogram.; on (B)(6) 2015: left fallopian tube, segmental excision and excision of essure coil: uterine tube with no specific pathologic findings. Essure coil identified. Right fallopian tube along with essure coil, segmental excision: portion of uterine tube with no specific pathologic findings. Essure coil identified. ¿left tube with essure coil¿. Extending from the lumen is a coiled piece of wire. The coil extends approximately half-way into the tube lumen. ¿right tube with essure coil¿. A separate coiled segment of wire measures 3.8cm length by 0.3cm diameter. Lot number: b66023 man date: 2013-09-05 exp date:2016-09-30. Lot number: cs0003r man date: 2013-09 exp date: 2016-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-dec-2018: plaintiff fact sheet received. Event outcome for pelvic pain was updated to recovering resolving. Historical conditions were added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and pregnancy with contraceptive device ("patient currently pregnant") in a 39-year-old female patient who had essure (batch no. B66023, cs0003r) inserted for female sterilization. Other product or product use issues identified: device ineffective "failure to occlude" on (B)(6) 2015 and medical device monitoring error "ablation and essure insertion was performed on the same day". The patient's past medical history included multigravida ((B)(6) 2002,(B)(6) 2004,2000,(B)(6) 2013.), parity 2, cesarean section, adenoidectomy and tonsillectomy. Concurrent conditions included uterine enlargement, uterine adhesions, menorrhagia, uterine enlargement, endometrial polyp, asthma, hypothyroidism, hyperplasia, d & c, menometrorrhagia and anesthesia. Concomitant products included salbutamol (albuterol) for asthma, metformin since (B)(6) 2014 for diabetes, lisinopril and valsartan for hypertension and levothyroxine sodium (synthroid) since (B)(6) 2014 for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 9 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2015 underwent hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2014, essure fired in right tube with 4 coils extending from tube. Then is was fired in left tube with 1 coil. Following ablation, the device was moved, the right coil was noted to be pulled out within the netting of the novasure. Therefore, a second essure device on the right side was fired with good results with 2 coils extruding from the tube. Diagnostic results: on (B)(6) 2015, left fallopian tube, segmental excision and excision of essure coil: uterine tube with no specific pathologic findings. Essure coil identified. Right fallopian tube along with essure coil, segmental excision: portion of uterine tube with no specific pathologic findings. Essure coil identified. ¿left tube with essure coil¿. Extending from the lumen is a coiled piece of wire. The coil extends approximately half-way into the tube lumen. ¿right tube with essure coil¿. A separate coiled segment of wire measures 3.8cm length by 0.3cm diameter. *on (B)(6) 2014: impression: satisfactory positioning of the essure micro inserts; however, contrast is seen distal to the left essure micro insert. The left fallopian tube, therefore, has not shown complete fibrosis. The patient is aware that the left tube remains patent. Consider repeat examination in three months' time. The right fallopian tube shows no evidence of free intraperitoneal spill. On (B)(6) 2014: impression: satisfactory positioning of the essure devices; however, contrast is still seen extending distal to the left essure and there is spillage on the left. Contrast does not pass the right essure. Contour the uterine cavity is irregular, and not well visualized on today's exam than on prior. Although the patient has history of endometrial ablation consider further evaluation with sonohysterogram. Most recent follow-up information incorporated above includes: on 3-aug-2018: medical record received. Event added: patient currently pregnant. Concomitant and historical conditions were added. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") and pregnancy with contraceptive device ("patient currently pregnant") in a 39-year-old female patient who had essure (batch no. B66023, cs0003r) inserted for female sterilization. Other product or product use issues identified: device ineffective "failure to occlude" on (B)(6) 2015 and medical device monitoring error "ablation and essure insertion was performed on the same day". The patient's past medical history included multigravida (B)(6) 2002, (B)(6) 2004,(B)(6) 2000,(B)(6) 2013.), parity 2, cesarean section, adenoidectomy and tonsillectomy. Concurrent conditions included uterine enlargement, uterine adhesions, menorrhagia, uterine enlargement, endometrial polyp, asthma, hypothyroidism, hyperplasia, d & c, menometrorrhagia and anesthesia. Concomitant products included salbutamol (albuterol) for asthma, metformin since (B)(6) 2014 for diabetes, lisinopril and valsartan for hypertension and levothyroxine sodium (synthroid) since (B)(6) 2014 for hypothyroidism. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 1 month 10 days after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (on (B)(6) 2015 underwent hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was unknown to the reporter. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: on (B)(6) 2014, essure fired in right tube with 4 coils extending from tube. Then is was fired in left tube with 1 coil. Following ablation, the device was moved, the right coil was noted to be pulled out within the netting of the novasure. Therefore, a second essure device on the right side was fired with good results with 2 coils extruding from the tube. Diagnostic results: on (B)(6) 2015, left fallopian tube, segmental excision and excision of essure coil: uterine tube with no specific pathologic findings. Essure coil identified. Right fallopian tube along with essure coil, segmental excision: portion of uterine tube with no specific pathologic findings. Essure coil identified. ¿left tube with essure coil¿. Extending from the lumen is a coiled piece of wire. The coil extends approximately half-way into the tube lumen. ¿right tube with essure coil¿. A separate coiled segment of wire measures 3.8cm length by 0.3cm diameter. On (B)(6) 2014: impression: satisfactory positioning of the essure micro inserts; however, contrast is seen distal to the left essure micro insert. The left fallopian tube, therefore, has not shown complete fibrosis. The patient is aware that the left tube remains patent. Consider repeat examination in three months' time. The right fallopian tube shows no evidence of free intraperitoneal spill. On (B)(6) 2014: impression: satisfactory positioning of the essure devices; however, contrast is still seen extending distal to the left essure and there is spillage on the left. Contrast does not pass the right essure. Contour the uterine cavity is irregular, and not well visualized on today's exam than on prior. Although the patient has history of endometrial ablation consider further evaluation with sonohysterogram. Lot number: b66023 man date: 2013-09-05 exp date:2016-09-30 . Lot number: cs0003r man date: 2013-09 exp date: 2016-05 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (on (B)(6) 2015 underwent hysterectomy ). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.